Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) recorded inappropriate atrial tachy response (atr) due to oversensing of electromagnetic interference (emi) during a surgical procedure. Technical services (ts) provided a review of the report, and it may be from medical procedure or electromagnetic interference (emi). This crt-d remains in service. No adverse patient effects were reported.